Manufacturer narrative:
The investigation revealed that 5xstst and 5x ti were built up the same day. At the last step of packaging it has been mix-up. The screw rack is actually the same for both types of screws and both are indistinguishable from each other. The shipping box, which (B)(4) compiles as kitting service, contains the non-sterile screw rack and some other instruments or sterile screws, depending on what was ordered by the distribution site. In this case, the racks have been mixed with the other shipping box. The screws, the combination of the screws in the rack, the sterile packed screws and the whole labelling are not concerned. No risk has been identified for the patient since the instrumentation is the same for both type of screws. The racks will be exchanged as a correction. No further action is necessary, everything will be documented in the nc. Unknown asnis 4.0 ti set.

Event description:
I received what was supposed to be two new asnis 4.0 ti sets from ioc/stryker today and after opening the sets found that they were in fact asnis 4.0 ss sets. The interesting part is that all the sterile screws were indeed ti, however the open screws in the caddies, the washers, and the drills were ss. Below are some details from each set. Please let me know how we should proceed to remedy this issue.

Manufacturer narrative:
The investigation revealed that 5xstst and 5x ti were built up the same day. At the last step of packaging it has been mix up. The screw rack is actually the same for both types of screws and both are indistinguishable from each other. The shipping box, which selzach compiles as kiting service, contains the non sterile screw rack and some other instruments or sterile screws, depending on what was ordered by the distribution site. In this case, the racks have been mixed with the other shipping box. The screws, the combination of the screws in the rack, the sterile packed screws and the whole labeling are not concerned. No risk has been identified for the patient since the instrumentation is the same for both type of screws. The racks will be exchanged as a correction. No further action is necessary, everything will be documented in the nc.

Event description:
I received what was supposed to be two new asnis 4.0 ti sets from ioc/stryker today and after opening the sets found that they were in fact asnis 4.0 ss sets.. The interesting part is that all the sterile screws were indeed ti, however the open screws in the caddies, the washers, and the drills were ss. Below are some details from each set. Please let me know how we should proceed to remedy this issue.